Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be opened. The device was withdrawn from the patient, and then the case was continued and completed using a second resolution clip device. Reportedly, the original clipping device was not tested prior to use. Furthermore, no damage was visible to its packaging. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; oversheath torn.

Manufacturer narrative:
The evaluation finding of oversheath torn. A visual examination found that the device returned with the control wire kinked. Additionally, the oversheath with the blue sheath grip attached had been removed from the device. The oversheath was found to be torn, stretched, and kinked along its length. Furthermore, the coil was stretched at the bushing. Functionally, the clip assembly was able to be actuated and deployed with two distinct clicks being heard. During actuation, the prongs opened to approximately 12mm. The condition of the returned incident device was not consistent with the complaint that the clip arms were not able to be opened. However, the evaluation revealed that the oversheath was torn. This damage likely occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.